Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while repairing the defect at the gastroesophageal junction during a laparoscopic paraesophageal hernia repair, the sutures were dislodged from the device but nothing fell into the patient's cavity. It was also reported that the devices were difficult to toggle, load and unload. They opened and used another sutures to complete the case. There was no patient injury.